Event description:
The user facility reported a 76 year-old male was implanted with an impella 5.5 device for cardiogenic shock for mechanical circulatory support. It was reported that the purge sidearm had leakage. The team did a bypass to the 5.5 pump and support proceeded with the pump without harm or injury.

Manufacturer narrative:
The investigation into the leaking sidearm has been completed. The clinical site did not return a device for evaluation. However, the clinical report was evaluated. The cause of the purge leak was most likely sidearm yellow luer damage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Per the IFU: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol."